Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm vessel sealer extend (vse) instrument to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm vessel sealer extend instrument jaws were stuck and not opening. The device was not used on the patient. The procedure was completed with no reported injury.